Event description:
The customer reported that during the rinseback portion of the procedure, a leak by imbibition was noted at the level of the joint between the collection bag and the connection spot under the needle. Patient's full ID # is: (B)(6). Patient's age, gender, and weight are not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. The description of the leak indicates that this is likely related to a defective part from the vendor that occurred during assembly. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.

Event description:
The disposable set was unavailable for return and investigation. The customer was contacted and they indicated that they are currently do not have access to their return boxes to send the set back.